Event description:
During preventive maintenance, the field service engineer observed a ventilator that would not work on ac power. No patient involvement.

Manufacturer narrative:
The power supply was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the power supply revealed no evidence of damage or contamination. The manufacturer's technician confirmed that the power supply would not power on a test ventilator and deliver breaths, nor would the test ventilator's ac led indicator turn on when attached to the power supply. It was further confirmed that the test ventilator would power up and deliver breaths when utilized with a backup battery, but would shut down when ac was reapplied. The manufacturer's failure investigation lab technician attached the power supply to the 100vdc power supply. Using the oscilloscope the signal at the junction of r91 and the positive lead of the c56 was monitored, which revealed the voltage was dropping below the threshold voltage, approximately 8.5 volts, required to initialize u8. The c56 capacitor signal was dropping to 7.20v. The failure of c56 prevented the power supply from operating on ac power.